Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced abdominal pain and fluctuations in effectiveness, prompting hospital admission. On (B)(6) 2023, a gastroscopy was performed revealing a bezoar at the end of the intestinal tube which caused a small bowel ulcer. The intestinal tube was removed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoars and intestinal ulcerations are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.